Manufacturer narrative:
Manufacture¿s investigation conclusion: the system controller, serial number (B)(6), was evaluated following the reported event of a controller exchange. The report that the patient's system controller discharged the batteries unevenly and the backup battery fault alarm due to an expired backup battery were confirmed via the log file provided analysis. The submitted log files contained 256 events spanning approximately 10 hours of data (from 07:17:22 to 16:43:42 on 02 nov 2022 and then at 10:51:34 on 14 nov 2022, per timestamps). The log file captured a backup battery fault alarm due to a backup battery end of service life fault from the beginning of the log file (captured on 02nov2022 at 07:17:22) until 13:50:22 on 02nov2022. The alarm briefly cleared on 02 nov 2022 at 09:33 when a backup battery circuit fault was activated; however, the alarm started again after the backup battery circuit fault cleared and the backup battery end of service life fault was reactivated. There were no other notable alarms captured in the log file. The pump operation was not affected. Between 09:33 and 13:56:05 on 02nov2022, the log file caught lower than the expected ~16v bus voltages with voltages as low as ~13.56v and decreasing of the rsoc voltage as low as ~3.14v on the black power cable while connected to 14v battery power. During these events, the rsoc/bus voltages did not fluctuate and decreased to low voltage levels. The heartmate 3 system controller (s/n: (B)(6)) and the 11v backup battery were not returned for analysis. As a result, the root cause for the reported 14v batteries draining unevenly cannot be conclusively determined based solely on the log file review. However, the root cause of the backup battery fault alarm was determined to be the backup battery being expired. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Per account information, the controller (B)(6) is now the patient's backup controller. As the heartmate 3 system controller (s/n: (B)(6)) is not available for evaluation, this complaint file will be closed with no further action. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 system controller serial number (B)(6) and 11v backup battery sr186322 (use by date 05jun2019) with shipped to the customer on 07dec2017. Heartmate 3 instructions for use (IFU) (rev. C) section 2 entitled ¿system operations¿ and heartmate3 patient handbook section 2 entitled ¿how your heart pump works¿ addresses how to properly exchange a backup battery and when to do so, ¿if the original 11 volt lithium-ion backup battery exceeds its expiration date¿the battery must be replaced. The system monitor displays information about the system controller 11 volt lithium-ion backup battery charge level, and time remaining before its replacement is mandatory¿replacement of the 11 volt lithium-ion backup battery should be considered when less than 6 months remain before the mandatory replacement date.¿ heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged on 02nov2022 for an unknown reason. Log file analysis found backup battery faults between 7:17 am and 1:50 pm 02nov2022 that resolved. The log files also noted low flow, driveline disconnect and lvad off alarms on 02nov2022 at 1:55 pm, consistent with the system controller exchange. The patient later stated on (B)(6) 2022, that the controller that was exchanged had been draining batteries unevenly and that one battery would completely drain while the other was nearly full.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
A system controller exchange was performed. Log files noted backup battery faults between 7:17 am and 1:50 pm 02nov2022 but resolved.